Event description:
It was reported that during an anterior communicating artery (acom artery) stent assisted coil embolization case, resistance was felt when 2/3 of the subject stent went into microcatheter. While withdrawing the sheath and the microcatheter, subject stent separated from the subject stent delivery wire and the subject stent was partially inside the microcatheter and partially in hub of microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was intact. The stent was not returned. A functional inspection could not be performed as the subject stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' and 'stent difficult/unable to transfer' could not be replicated as the subject stent was not returned for analysis and neither was the microcatheter. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the stent delivery wire (sdw) component of the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'checked the stent normally and flushed it. When advanced the stent delivery wire- after 2/3 of the stent went into microcatheter the operator felt big resistance. He added some force to push it, and the stent was still not able to be advanced. The operator loosened the rotating hemostatic valve (rhv) and withdrew the sheath and delivery wire. He found middle to distal section of the stent was inside microcatheter and the proximal part was still in hub. The operator then took the stent out and used another stent in same catalog to go through microcatheter to deploy successfully. As a result, the stent will be returned with condition of deployed, but it was not deployed prematurely during the procedure inside patient's body'. The stent was not returned for analysis on this occasion. The sdw was returned and was kinked/bent at the proximal and distal ends of the wire. The introducer sheath was also returned and was undamaged. Given the event description, the replies in the good faith effort (gfe) follow-up process and the condition of the analyzed device sub-components, it is likely that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap caused by the proximal sheath movement. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the sdw (and very often to the stent was well). In attempting to remove the stent, it is further likely that excessive tracking reaction force caused the sdw to slip through the stent. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' code 'stent difficult/unable to transfer' and 'as analyzed' code sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of undeterminable has been assigned to the as reported code 'stent deployed prematurely during use'.

Event description:
It was reported that during an anterior communicating artery (acom artery) stent assisted coil embolization case, resistance was felt when 2/3 of the subject stent went into microcatheter. While withdrawing the sheath and the microcatheter, subject stent separated from the subject stent delivery wire and the subject stent was partially inside the microcatheter and partially in hub of microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.